Manufacturer narrative:
A medtronic representative confirmed that the surgeon did the accuracy check after the first imaging system, before working on the right side of the patient. On 09/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/27/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine percutaneous pin frame procedure, the surgeon alleged an inaccuracy occurred. After 4 screws on the patient right were completed, the surgeon was checking the accuracy before moving on to the left side,then suspected the inaccuracy. Took another imaging system spin and confirmed all 4 screws were off by approximately 2 millimeters. Surgeon continued to work on the left, and worked on re-positioning the screws on the right side. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was one hour. There was no impact on patient outcome.